Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient became unstable during the left ventricular (lv) lead placement and pericardial effusion was observed. The patient went into cardiogenic shock and was treated with intubation, ventilation, and administration of catecholamines. After the patient became stable, the implant procedure was completed, and the lv lead remains in use. No further patient complications have been reported as a result of this event.